Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) oversensed electromagnetic interference (emi) in all channels. Additionally, the technical services (ts) mentioned to the health care professional (hcp) that the proximal and distal connections may be reversed in the header. The lead is from another company. The ts discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.